Event description:
It was reported that post a stenting treatment procedure, stent migration, restenosis and thrombosis occurred. In (B)(6) 2012, a 10x24mm carotid wallstent was implanted in a 5.0x40mm, 50% stenosed lesion located in the moderately calcified common carotid artery extending to the internal carotid artery. The distal end of the lesion was noted to be tortuous. The stent was deployed without issue and considered well positioned and well apposed at procedure end. Approximately 5 weeks post procedure, the patient experienced a stroke resulting in paralysis of the right side, homonymous hemianopsia and disturbance of consciousness. A week later, angiography revealed the distal end of the lesion was stenosed. The stent had migrated proximally resulting in the distal end still being in the lesion, but the inner diameter of the stent was smaller than when deployed. Thrombosis had occurred at the distal end of the stent causing the stroke. The patient was treated with radicut (edaravone). The physician noted the cause of the stent migration was likely the difference in diameter between the common carotid and internal carotid arteries. There were no additional patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).